Event description:
Subsequently the device was electively explanted and successfully replaced.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had frequent premature ventricular contraction (pvc), after which there were compensatory pauses causing the patient to go into ventricular tachycardia. The physician reprogrammed rate smoothing to six percent which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.